Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. A67116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included uterine fibroid, diabetes mellitus and eyeglasses wearer. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal): (type: uti)"), bladder disorder ("bladder or urinary problems or change") and urinary tract disorder ("bladder or urinary problems or change"). On (B)(6) 2013, 4 months 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). In 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). The patient was treated with metformin and surgery (on (B)(6) 2016 she had total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menstrual disorder, dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, weight increased, depression and anxiety outcome was unknown and the genital haemorrhage, urinary tract infection, vaginal discharge, alopecia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: two coils were visualized and the same procedure on contralateral side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. On (B)(6) 2016, surgical pathology showed uterus and cervix, bilateral fallopian tubes and ovaries. Essure contraceptive device in situ, bilateral. Uterine cervix with squamous metaplasia, negative for dysplasia or malignancy. Bilateral ovaries with corpus luteal cysts, follicle cysts and maturing ova, negative for tumor or malignancy. Bilateral fallopian tubes: negative for tumor or malignancy. Gross description: within the myometrium at the junction of both left and right fallopian tubes, there are implanted sliver metallic wires in place within the lumen of each side, grossly consistent with an essure contraception device. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming menorrhagia. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet received: depression and mental anguish event was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. A67116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included uterine fibroid, diabetes mellitus and eyeglasses wearer. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal): (type: uti)"), bladder disorder ("bladder or urinary problems or change") and urinary tract disorder ("bladder or urinary problems or change"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). The patient was treated with metformin and surgery (on (B)(6) 2016 she had total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea and weight increased outcome was unknown and the urinary tract infection, vaginal discharge, alopecia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: two coils were visualized and the same procedure on contralateral side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. (B)(6) 2016, surgical pathology showed uterus and cervix, bilateral fallopian tubes and ovaries. Essure contraceptive device in situ, bilateral. Uterine cervix with squamous metaplasia, negative for dysplasia or malignancy. Bilateral ovaries with corpus luteal cysts, follicle cysts and maturing ova, negative for tumor or malignancy. Bilateral fallopian tubes: negative for tumor or malignancy. Gross description: within the myometrium at the junction of both left and right fallopian tubes, there are implanted sliver metallic wires in place within the lumen of each side, grossly consistent with an essure contraception device. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. New reporters added. Patient¿s demographics added. Removal date and lot number added. Concomitant and historical conditions added. New events added: abnormal bleeding (general) , vaginal haemorrhage, menorrhagia, urinary tract infection, bladder or urinary problems or change, dysmenorrhea (cramping), vaginal discharge, weight gain, hair loss and abdominal pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 35-year-old female patient who had essure (batch no. A67116- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included uterine fibroid, diabetes mellitus, eyeglasses wearer, irregular menstrual cycle, midcycle bleeding, pain menstrual and uterine leiomyosarcoma. Concurrent conditions included overweight. Concomitant products included paracetamol (acetaminophen) since 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"), 1 day after insertion of essure. In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal): (type: uti)"), bladder disorder ("bladder or urinary problems or change") and urinary tract disorder ("bladder or urinary problems or change"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). In 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). The patient was treated with metformin and surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, vaginal discharge, alopecia and abdominal pain had resolved and the menstrual disorder, dysfunctional uterine bleeding, dysmenorrhoea, weight increased, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in removal dates: also reported as (B)(6) 2016. Patient received treatment for: pelvic pain, genital bleeding, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder and vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. (B)(6) 2016, surgical pathology showed uterus and cervix, bilateral fallopian tubes and ovaries. Essure contraceptive device in situ, bilateral. Uterine cervix with squamous metaplasia, negative for dysplasia or malignancy. Bilateral ovaries with corpus luteal cysts, follicle cysts and maturing ova, negative for tumor or malignancy. Bilateral fallopian tubes: negative for tumor or malignancy. Gross description: within the myometrium at the junction of both left and right fallopian tubes, there are implanted sliver metallic wires in place within the lumen of each side, grossly consistent with an essure contraception device. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming menorrhagia, dysfunctional uterine bleeding, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: update of information (batch is invalid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. A67116 - invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included uterine fibroid, diabetes mellitus and eyeglasses wearer. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal): (type: uti)"), bladder disorder ("bladder or urinary problems or change") and urinary tract disorder ("bladder or urinary problems or change"). On (B)(6) 2013, 4 months 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). In 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). The patient was treated with metformin and surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menstrual disorder, dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, weight increased, depression and anxiety outcome was unknown and the genital haemorrhage, urinary tract infection, vaginal discharge, alopecia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in removal dates: also reported as (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. (B)(6) 2016, surgical pathology showed uterus and cervix, bilateral fallopian tubes and ovaries. Essure contraceptive device in situ, bilateral. Uterine cervix with squamous metaplasia, negative for dysplasia or malignancy. Bilateral ovaries with corpus luteal cysts, follicle cysts and maturing ova, negative for tumor or malignancy. Bilateral fallopian tubes: negative for tumor or malignancy. Gross description: within the myometrium at the junction of both left and right fallopian tubes, there are implanted sliver metallic wires in place within the lumen of each side, grossly consistent with an essure contraception device. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality-safety evaluation of ptc (product technical complaint). Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('abnormal bleeding (general)') in a 35-year-old female patient who had essure (batch no. A67116 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included uterine fibroid, diabetes mellitus, eyeglasses wearer, irregular menstrual cycle, midcycle bleeding, pain menstrual and uterine leiomyosarcoma. Concurrent conditions included overweight. Concomitant products included paracetamol (acetaminophen) since 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"), 1 day after insertion of essure. In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal): (type: uti)"), bladder disorder ("bladder or urinary problems or change") and urinary tract disorder ("bladder or urinary problems or change"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). In 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). The patient was treated with metformin and surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, vaginal discharge, alopecia and abdominal pain had resolved and the menstrual disorder, dysfunctional uterine bleeding, dysmenorrhoea, weight increased, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in removal dates: also reported as (B)(6) 2016. Patient received treatment for: pelvic pain, genital bleeding, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder and vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. (B)(6) 2016, surgical pathology showed uterus and cervix, bilateral fallopian tubes and ovaries. Essure contraceptive device in situ, bilateral. Uterine cervix with squamous metaplasia, negative for dysplasia or malignancy. Bilateral ovaries with corpus luteal cysts, follicle cysts and maturing ova, negative for tumor or malignancy. Bilateral fallopian tubes: negative for tumor or malignancy. Gross description: within the myometrium at the junction of both left and right fallopian tubes, there are implanted sliver metallic wires in place within the lumen of each side, grossly consistent with an essure contraception device. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming menorrhagia, dysfunctional uterine bleeding, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: ccc correction. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 35-year-old female patient who had essure (batch no. A67116- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included uterine fibroid, diabetes mellitus, eyeglasses wearer, irregular menstrual cycle, midcycle bleeding, pain menstrual and uterine leiomyosarcoma. Concurrent conditions included overweight. Concomitant products included paracetamol (acetaminophen) since 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"), 1 day after insertion of essure. In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal): (type: uti)"), bladder disorder ("bladder or urinary problems or change") and urinary tract disorder ("bladder or urinary problems or change"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). In 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). The patient was treated with metformin and surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, vaginal discharge, alopecia and abdominal pain had resolved and the menstrual disorder, dysfunctional uterine bleeding, dysmenorrhoea, weight increased, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in removal dates: also reported as (B)(6) 2016. Patient received treatment for: pelvic pain, genital bleeding, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder and vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. (B)(6) 2016, surgical pathology showed uterus and cervix, bilateral fallopian tubes and ovaries. Essure contraceptive device in situ, bilateral. Uterine cervix with squamous metaplasia, negative for dysplasia or malignancy. Bilateral ovaries with corpus luteal cysts, follicle cysts and maturing ova, negative for tumor or malignancy. Bilateral fallopian tubes: negative for tumor or malignancy. Gross description: within the myometrium at the junction of both left and right fallopian tubes, there are implanted sliver metallic wires in place within the lumen of each side, grossly consistent with an essure contraception device. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming menorrhagia, dysfunctional uterine bleeding, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (a total abdominal hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('abnormal bleeding (general)') in a 35-year-old female patient who had essure (batch no. A67116 - notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included uterine fibroid, diabetes mellitus, eyeglasses wearer, irregular menstrual cycle, midcycle bleeding, pain menstrual and uterine leiomyosarcoma. Concurrent conditions included overweight. Concomitant products included paracetamol (acetaminophen) since 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"), 1 day after insertion of essure. In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal): (type: uti)"), bladder disorder ("bladder or urinary problems or change") and urinary tract disorder ("bladder or urinary problems or change"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). In 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). The patient was treated with metformin and surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, vaginal discharge, alopecia and abdominal pain had resolved and the menstrual disorder, dysfunctional uterine bleeding, dysmenorrhoea, weight increased, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in removal dates: also reported as (B)(6) 2016. Patient received treatment for: pelvic pain, genital bleeding, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder and vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. (B)(6) 2016, surgical pathology showed uterus and cervix, bilateral fallopian tubes and ovaries. Essure contraceptive device in situ, bilateral. Uterine cervix with squamous metaplasia, negative for dysplasia or malignancy. Bilateral ovaries with corpus luteal cysts, follicle cysts and maturing ova, negative for tumor or malignancy. Bilateral fallopian tubes: negative for tumor or malignancy. Gross description: within the myometrium at the junction of both left and right fallopian tubes, there are implanted sliver metallic wires in place within the lumen of each side, grossly consistent with an essure contraception device. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming menorrhagia, dysfunctional uterine bleeding, abdominal pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- outcome of the event pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder , urinary tract disorder were updated from unknown to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.